Manufacturer narrative:
Batch review performed on 20 april 2026: ball heads: mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot 2522146: (B)(4) items manufactured and released on 15-sep-2025. Expiration date: 2030-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3239hcat hooded pe hc liner d 32/c lot. 2506522 (k103721) lot 2506522: (B)(4) items manufactured and released on 19-may-2025. Expiration date: 2030-apr-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in due to a dislocation of the head from the linerafter about 20 days from the primary. There was no indication of a fall that contributed to the dislocation. The surgeon revised the medacta cup and liner to a competitor cup and liner and revised the head to an option head with sleeve. The surgery was completed successfully.